Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation phase and post use of biosense webster, inc. Products, a cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed, and 250 cc of fluid were removed from the pericardial space. The patient was reported to be in stable condition and outcome to be improved. The patient stayed overnight. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, he did not blame the catheter or equipment during or after the event. No biosense webster, inc. Product malfunctions were reported. No error messages were observed on any biosense webster, inc. Equipment. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The flow was set within standard settings for thermocool® smart touch¿ bi-directional navigation catheter. The force visualization features used included dashboard, vector, and visitag. The parameters for stability used with the visitag module were 3 mm, 3 seconds, 3 grams 25% of time. Respiratory was used as additional filter fir the visitag module. The color option used prospectively was surpoint.